Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to high cobalt and chromium ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/7/2015: litigation papers allege the devices failed prematurely, causing pain elevated metal levels, a pseudotumor, fluid collection, and significant local bone and tissue damage.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 01/09/17 ¿ pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/30/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported metal toxicity, pseudotumor, osteolysis, fluid collection, pain and difficulty walking. Pfs also reported metal ion levels to be greater than 7 parts per billion. Revision surgical report noted pseudotumor at greater trochanter, osteolysis at greater torchanter, metal ion toxicity, and metallic staining of the taper and trunnion. The complaint was updated on: apr 21, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. X-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised due to high cobalt and chromium ion levels. Update rec'd 12/7/2015: litigation papers allege the devices failed prematurely, causing pain elevated metal levels, a pseudotumor, fluid collection, and significant local bone and tissue damage. Litigation was attached and complaint category codes were updated on 12/9/2015. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.